Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported via medwatch # (B)(4) that during a total laparoscopy hysterectomy with bilateral salpingectomy, a piece of the active waveguide disengaged and fell into the patient cavity. The piece was retrieved and there was no reported patient injury. A new dissector was opened and used to complete the case.